Event description:
The reporter stated that the pump was suspending without user intervention. The reporter provided several examples of suspends in the pump history that the reporter could not explain. The pump history was reviewed and there was no evidence of alarms or primes at these times. The reporter stated that the patient keeps the pump locked. The reporter confirmed that there was no damage or peeling of the keypad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint regarding the pump self-suspending could not be duplicated on investigation. There were no keypad issues observed. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.